Manufacturer narrative:
Based on the provided information, the investigation determined there is no problem with the instrument. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
On (B)(6) 2019 the field service engineer (fse) had visited the customer for an instrument alarm. After the event on (B)(6) 2019, the fse checked the instrument. The fse ran calibration and qc. The fse checked the flow system that was acceptable. The investigation is ongoing. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys testosterone ii assay results for 6 patients tested on a cobas 8000 e 801 module. Of the data provided, there were 3 patients with discrepant testosterone results. For patient 1 the initial testosterone result was 3.25 nmol/l and the repeat result was 1.4 nmol/l. For patient 2 the initial testosterone result was 4.6 nmol/l and the repeat result was 1.9 nmol/l. For patient 3 the initial testosterone result was 14.0 nmol/l and the repeat result was 5.41 nmol/l. It was asked but not known if discrepant results were reported outside of the laboratory. The testerone reagent lot number was 35322401. The expiration was asked for but not provided.